Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and upon visual inspection, found issues that could be related to the reported problem. The erbe was tested using a well-known system and the unit displayed error c-34 on start. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-33. This error indicates a higher voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that prior to start of da vinci-assisted right hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error c-33 was occurred when booted up it. This error was cleared without any troubleshoot, but recurs after reboot it. Tse explained the meaning of this error, advised site to prepare the external generator. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were not placed when the issue occurred. The procedure was completed on ft10.

Event description:
Refer to h11 for follow-up information.